Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one station displayed an incorrect system time, approximately one hour behind the actual time. The discrepancy was causing time-related inconsistencies; however, remote smart service (rss) shown the station as online. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying an incorrect system time. A technical support specialist (tss) logged into medes and updated the time zone from cst to est. Issue was resolved and system time verified. The system functioned as intended after the technical support specialist troubleshot the device.